Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the charger boards for the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect chargers have not been received by the manufacturer for evaluation.

Manufacturer narrative:
(B)(6). No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system was unable to perform image acquisitions following a scout image being taken. It was reported that the interface (umbilical) cable was disconnected and the battery gauge drained immediately. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of 10 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.